Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly via a merlin.net transmission. The device would be reprogrammed and the patient would continue to be monitored.